Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint regarding the lot number 9634395. B3: estimated date.

Event description:
According to the available information, double current bladder catheter insertion without difficulty and the balloon inflated to 15cc of water. Two washing pockets go through easily but on the third the patient is in pain. The liquid no longer flows into the collection bag and it is attempted to unclog thinking it could be a blood clot in the bladder. It was unable to remove the liquid with a syringe. The catheter was repositioned and the liquid leaves. The catheter came out with the balloon empty. The catheter was tested which leaked very slowly and was split. A new catheter was inserted successfully.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint regarding the lot number 9634395 bursting issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action: CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitored. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was perfomed based on same dhf: prostatic siliconce catheter, same defect "burst" over last four year, 123 similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, double current bladder catheter insertion without difficulty and the balloon inflated to 15cc of water. Two washing pockets go through easily but on the third the patient is in pain. The liquid no longer flows into the collection bag and it is attempted to unclog thinking it could be a blood clot in the bladder. It was unable to remove the liquid with a syringe. The catheter was repositioned and the liquid leaves. The catheter came out with the balloon empty. The catheter was tested which leaked very slowly and was split. A new catheter was inserted successfully.